Event description:
It was reported during an aneurysm coiling procedure, when the physician re-positioning the coil, it stretched. Physician then withdrew the coil and it broke at the detachment zone. The entire coil system was removed with the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned and the implant coil was found broken from the delivery system. The instructions for use (IFU) warns that maneuvering and repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.